Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient previously implanted with an integrity rx coronary bare metal stent queried what the stent was made of. It was reported that since having the stent implanted that itching has occurred and an occasional rash. Symptoms began within hours of having the stent implanted. The patient also started a blood thinner at the time of implant and is trying to determine if the medication or stent is causing the symptoms. The patient reports working with a dermatologist to determine the cause of itching and states that the dermatologist wanted to know what the stent was made out of. The material specifications of the stent were explained to the patient.

Manufacturer narrative:
The patient had a dialysis stent previously implanted. The patient has no known allergies. The patient has occasional hives. The patient was given antihistamines which provided minor relief. The patient indicated that they get itchy when their phosphorus is high when on dialysis, and the symptoms started immediately after the patient was given plavix ¿ although they have continued on the prasugrel too. If information is provided in the future, a supplemental report will be issued.